Event description:
In 2001, the surgeon reported the system to be inaccurate by 1cm in the patient anatomy. Almost a month later, it was reported that the inaccuracy of the system caused a csf leak at the anterior ethmoid roof of the patient. The csf leak was identified and repaired during the procedure. Additional information received by the surgeon, indicated that the system was performed as intended. Prior to the surgery, the system was found to be inaccurate (cause of the inaccuracy has not been determined) and the surgeon chose to continue to use the system. The operating instructions instruct the surgeon not to use the system if it is determined to be inaccurate.